Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, one of the electronic circuit boards of the pump console was not functioning. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.